Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced suction alarms due to lack of volume. 3l had already been administered. It was recommended to reduce the p-level as far as necessary, administer volume and increase the p-level again. In addition, the puncture site was bleeding heavily, and the patient received several blood bags. The vascular surgeon circumcised the puncture site and thus stopped the bleeding. Additionally, the patient had a pericardial effusion with 100 ml/h aspirate. They had already administered 5 blood bags and 5 ffp`s. Ultimately the patient deteriorated cardiopulmonary overnight. The patient experienced a silent aspiration and became increasingly worse, which is why he was intubated. Despite the impella cp and catecholamine administration, he continued to deteriorate, and the doctors discontinued the treatment, and the patient passed away.

Manufacturer narrative:
The investigation of access site bleeding and low pump flow has been completed. The impella device was not returned for evaluation. Access site bleeding - major: the cause of the access site bleeding was most likely patient condition related per clinical details of patient's coagulopathy. Low pump flow: the cause of the low pump flow could not be definitively determined as no product or log were returned for evaluation and limited clinical details were provided.